Manufacturer narrative:
Pending investigation. Concomitant medical products: serial #: (B)(4), category #: 02-029-99-1001 - fluted headless pin 3.0" square head, pk2, serial #: (B)(4), category #: 02-029-99-1002 - threaded head pin 2.3" square head, pk2, serial #: (B)(4), category #: 02-022-55-3020 - truliant por tib tray size 3f/2t, serial #: (B)(4), category #: 200-07-35 - advanced patella 35mm 3 peg implant, serial #: (B)(4), category #: 02-022-35-3009 - truliant tib imp ps insert sz 3 9mm. Recall number: z-0023-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2021. The patient complained of pain and was revised on (B)(6) 2023 due to a recalled poly. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The extent and root cause of the femoral loosening could not be determined as the devices were not returned for evaluation. Initial submission: all fields in section f should be blank, this is a manufacturer's report.

Event description:
Revision was approximately 1 year, 7 months post implant. Revision operative report of (B)(6) 2023-revised to competitor devices- femur, tibial baseplate, insert. Postoperative diagnoses: failed left total knee arthroplasty secondary to a recalled polyethylene insert and aseptic loosening of the femoral component. Procedure: there was significant synovitis with thickening of the synovial tissue. Cleared out the scar tissue from around the patellar button, this was in good condition and well fixed. Removed the previous tibial insert, on gross inspection, there was no evidence of wear. The femoral component was grossly loose from the femur, disimpacted with no bone loss. Tibial component disimpacted from the proximal tibia with minimal bone loss. Devices were trialed and then implanted. Sterile dressings applied, the patient was awoken from anesthesia and transferred to the recovery room in stable condition. Once she is medically stable, to be discharged home with outpatient physical therapy.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.